Event description:
Boston scientific (B) (4) received information that this device system was almost explanted due to pocket infection. The physician decided not to explant, but rather perform a biopsy of the superficial tissue. Blood cultures came back negative with no fever. The physician determined to monitor the patient. Subsequently, infection was determined to be present and the device system was explanted.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.